Event description:
It was reported that during a pph procedure, the device was inserted and fired. The stapler did not have a complete cut line and the staples were not formed. The surgeon had to suture over the transected tissue to complete the procedure. There was no pt consequence.